Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It is reported that there is a problem with the ratchet handle not functioning correctly. The event occurred during surgery. There was no harm, but there was a 20 minute delay. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that during surgery is that the handle did not function correctly. The customer did not know if the handle performed the upward or downward function correctly. There was a delay of 20 minutes. There were no adverse events reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by flextronics on december 6, 2019 revealed that it was confirmed during investigation that the ratchet handle was defective. It was also noted that the bearings and stabilizer feet were defective. Repair of the skin graft mesher was performed by flextronics on december 18, 2019 which included replacement of the stabilizer feet, bearings and ratchet screw. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the ratchet handle was found to be defective. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.